Event description:
Medics picked up a male pt (age unk) who was inebriated. They attached the unit to the pt in order to document the pt's ECG trace. Then the medics turned the unit on, the alpha-numeric characters were out of focus. The unit's monitor screen was not readable. The medics transported the pt. The pt did not require monitoring or als intervention during the transport. There was no adverse effect on the pt.